Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 503mg/dl and 351mg/dl on two different test strip lots. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).